Event description:
It was reported that during a pci procedure, guidewire tip detachment occured. The 90 % stenosed lesion was located in the calcified, proximal left anterior descending (lad) artery. During the second pass through the lesion with the rotablator, the floppy rtw entered in the septal branch of the lad. When the physician removed the burr outside of the patient, the floppy rtw's tip became detached. The physician did not feel resistance while removing the burr. Approximately 13mm of the wire tip remained inside the septal branch. In the opinion of the physician, the tip was trapped in the septal branch by coronary spasm resulting in tip detachment. There were no additional patient complications. Patient status is listed as "good."